Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021. The customer's current blood glucose was 700 mg/dl. The customer did experienced the symptoms such as nausea, felt sick. The customer was treated with intravenous insulin drip. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.